Event description:
An olympus onsite support specialist reported on behalf of the customer, while the doctor was in the cavity, he was losing pressure with the high flow insufflation unit. The intended procedure was a sleeve. There was no delay in procedure, and it was completed using the subject device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation; therefore, the allegation of pressure decrease couldn¿t be confirmed. The olympus onsite support specialist checked the subject device, and it was working properly after the event. The attending physician was using larger than normal trocars and as a result, thought he was losing pressure. Due to the subject device not being returned to olympus for evaluation, a root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. Olympus will continue to monitor field performance for this device.